Manufacturer narrative:
Patient information was not provided. Lot of the oxygenator has not been provided. Therefore, expiry date and UDI are unknown. Sorin group italia manufactures the inspire 6 hollow fiber oxygenator. The incident occurred in (B)(6). On 29 july 2021, follow up information with the customer clarified the following points: the oxygenator inlet tubing got disconnected from oxygenator during bypass. Medical team elected to change the oxygenator to a new inspire oxygenator. The change-out was done within less than 5 minutes. The procedure was completed with no issue. There was no post-operative problem with the patient. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Not yet received.

Event description:
Sorin group (B)(4) has received a report that, during a surgery, high delta membrane pressure was observed. The medical team elected to change out the oxygenator. There is not report of any patient injury.

Manufacturer narrative:
Livanova received a report of increased transmembrane pressure during a procedure using an inspire oxygenator and inlet tubing disconnection. The oxygenator was changed to continue the procedure. There is no report of any patient injury. The follow-up with the customer revealed that the device disposed. No picture or video showing the defect were taken by customer as well as no oxygenator pre-membrane pressure values were recorded during surgery. Verification of manufacturing records confirmed that claimed device was released as conform according to specifications. There is no other unit of the same lot complained for a similar issue. Therefore this is an isolated event. As per available data, it cannot be ruled out that reported event was a multi-factorial phenomenon possibly triggered by a combination of clinical procedure and specific conditions of patient blood, this leading to functional blood clotting inside circuit which caused an increase of hydraulic resistance exhibited by oxygenator to passage of blood. Since no device malfunction could be confirmed, no corrective action is deemed necessary. Livanova will maintain monitoring the market. H3 other text : device not available.

Event description:
See intial report.